Manufacturer narrative:
A supplemental report is being submitted for corrections. B2 corrected to include life-threatening. B5 corrected to indicate that the vad was exchanged. Imf codes corrected from f22, f12, and f08 to f22, f08, f1203 and f1905. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the vad was exchanged.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the pump ((B)(6) ), the associated outflow graft (lot 2002864010), and the associated outflow graft strain relief (lot no. Qsr000010) were not returned for evaluation. A review of the outflow graft strain relief¿s manufacturing documentation confirmed that the associated device met all requirements for release. The reported low flow, "low power", and high-power events were confirmed via review of the controller log files which revealed a decrease in power consumption and estimated flows starting on 24-may-2021 and a subsequent rise in power consumption and estimated flows to parameters above normal operating range; 5 low flow alarms were logged on 19-may-2021 and 70 high watt alarms were logged on 26-may-2021. Visual evidence provided by the site revealed evidence of thrombus from within the inflow cannula, as well as a kink in the outflow graft near the anastomosis site, which may have contributed to the reported low flow event. The provided visual evidence also revealed that a link in the outflow graft strain relief assembly was fractured. As a result, the reported thrombus, outflow graft kink, and ¿detached strain relief ring¿ events were confirmed. Given that this damage was not present prior to release of the device, it can likely be attributed to the handling of the device during the explant procedure. Information received from the site indicated that the patient experienced pac-preatrial contractions. Additionally, the patient's lactate dehydrogenase (ldh) was elevated, and the patient experienced left foot ischemia, which was possibly thromboembolic, which was treated with an anticoagulant drip and aspirin. It was also reported that the patient had dark urine. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus events. Based on the risk documentation, a possible root cause of the reported strain relief damage event may be attributed, but not limited, to the handling of the outflow graft strain relief during the explant procedure. Based on the available information and risk documentation, multiple factors may have contributed to the reported low flow and "low power" event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Based on the available information, the most likely root cause of the reported high-power event may be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A correction supplemental report is being submitted for additional coding for the outflow graft and for the detached strain relief ring. Additional products: d4: serial or lot#: (B)(6), h6: FDA device code(s): a1409 additional products: d1: heartware ventricular assist system ¿ unk strain relief d4: model #: unk / catalog #: unk / expiration date: unk / serial or lot#: unk UDI #: asku d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: unk h5: no h6: patient ime code(s): e0514, e050304, e0509 h6: imf code(s): f22, f1203, f1905, f2303 h6: img code(s): g04125 h6: FDA device code(s): a4 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d11 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional event details and revised event date. Additional products: d1: heartware ventricular assist system ¿ outflow graft d4: model #: mcs1725og / catalog #: mcs1725og / expiration date: 31-mar-2022 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 31-mar-2020 h5: no h6: patient ime code(s): e0514, e00305, e0509 h6: imf code(s): f22, f08, f1203, f2303 h6: img code(s): g04019 h6: FDA device code(s): a040601 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced left foot ischemia which was possibly thromboembolic and they received an anticoagulant drip and aspirin. It was also reported that the patient's international normalized ratio (inr) went from 1.4 to 2.8 and then back to 1.4 and their activated partial thromboplastin time went from 100 down to 35 and then back up to 90 over the course of several days. It was also reported that the patient had dark urine when their ldh was 2504. It was also reported that the ventricular assist device (vad) exhibited above normal power, had a clot in the inflow cannula, had a kink in the anastomosed outflow graft and a strain relief ring was detached.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited a decrease in power, flow and pulsatility. The patient experience pac-preatrial contractions. There were no bleeding or pressure changes. An echocardiogram found no results. It was suspected that there was a partial occlusion and possible computerized tomography (CT) scan was necessary to investigate. The flows returned back to normal and the patient's prior anticoagulation medication was stopped, there was no heparin and the patient was started on coumadin a few days ago. It was further reported that there was a vad thrombus, and the patient's lactate dehydrogenase (ldh) was elevated from 1213 on (B)(6) 2021, to 1739 on the (B)(6) 2021 to 2400 on the (B)(6) 2021. The vad remains in use. No further patient complications have been reported as a result of this event.